Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The insulation was abraded at 77.7 cm to 78.0 cm from the distal tip which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise anomaly.

Event description:
It was reported that the right ventricular lead exhibited noise which resulted in pacing inhibition. The patient experienced presyncope due to sensing of the noise. Programming changes made did not resolve the issue. The lead was explanted and replaced. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).